Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized due to the controller not working. It was reported that the controllers had an issue with the app loading and it was stuck at 14 of 29. It was unknown how the patient was treated or when they were released from the hospital. Three follow ups were attempted but no new information was provided.